Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had rewind anomaly, motor error and failed battery. The customer¿s blood glucose level was unknown. The customer reported that the battery life was diminished, got rejected batteries, scratches on screen, rewind process was slower and motor error. It was reported that the reservoir was low and tried to rewind. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with minor scratched lcd window. Unit passed all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, unexpected restart error test, displacement test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test. Device received with normal operating currents. No unexpected low battery alarm, failed battery alarm, rewind anomaly and motor error alarm noted during the testing. Motor passed motor test.